Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The customer reported that the fully charged autopulse li-ion batteries (sn (B)(4), (B)(4), (B)(4) would not power on autopulse platforms during the shift check. Later, the customer tested the reported autopulse li-ion batteries multiple times in multiple different autopulse platforms, and the platforms powered on and functioned as intended. The customer provided no information regarding the status leds of the batteries. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).

Event description:
The customer reported that the fully charged autopulse li-ion batteries (sn (B)(6)) would not power on autopulse platforms during the shift check. Later, the customer tested the reported autopulse li-ion batteries multiple times in multiple different autopulse platforms, and the platforms powered on and functioned as intended. The customer provided no information regarding the status leds of the batteries. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01217 for the autopulse li-ion battery (sn (B)(6)). MFR 3010617000-2022-01218 for the autopulse li-ion battery (sn (B)(6)).

Manufacturer narrative:
Correction in b5 (describe event or problem). The customer reported a complaint that "the fully charged autopulse li-ion battery (sn (B)(6)) would not power on autopulse platforms" was not confirmed during the functional testing. The customer reported complaint was not reproduced during the functional testing of the returned battery. No device malfunction was observed, and the battery functioned as intended. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed four solid green lights. During functional testing, the battery was successfully charged in the known good autopulse multi-chemistry battery charger (mcc), and the status leds of the battery showed four solid green lights. The battery was tested in a known good autopulse platform and could power up the autopulse with no issues.